Event description:
Diagnosed with anxiety, depression 1 month after getting breast implants. The next 7 yrs put on meds, antidepressants, mood stabilizers, anti anxiety meds, anti psychotics. Diagnosed with bipolar, back pain; 2010 diagnosed with chronic pain, nerve damage, fibromyalgia, arthritis, diagnosed with lupus, 2015. My health has gotten worse. I've been on disability since 2011. Now hormone problems, night sweats, insomnia, extreme fatigue. I have had mris, x-rays, epidural pain blocks, steroid shots, biofeedback, physical therapy, and surgery to remove cyst in my back. Tested positive for auto immune disease. Recently cut back on my meds, was taking 15 medications at one time. FDA safety report ID# (B)(4).